Manufacturer narrative:
The reported complaint was confirmed. The service repair technician replaced the touchscreen. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the central control monitor (ccm) to lab use only (luo) testing equipment. The ccm was powered up and monitored for 72 hours with no observation of the touchscreen being frozen or non-responsive. It was determined that the ccm met specification. Per data log review: on (B)(6) 2022, the system was powered up at 06:39:33 am. At 06:41:30 am logging stopped, and the system was powered up again at 06:43:02 am. At 06:48:01 am logging stopped, and the system was powered up again at 06:49:30 am. At 06:58:58 am logging stopped, and the system was powered up again at 07:01:06 am. At 07:04:34 am logging stopped, and the system was powered up again at 07:22:19 am. At 07:23:46 am logging stopped, and the system was powered up again at 07:25:43 am. At 08:38:41 am logging stopped, and the system was not powered up again until on (B)(6) 2022. There was no indication in the log that any buttons were pressed on any of the power ups. This suggests a possible problem with only the touch screen since the ccm booted up with no indication of a problem.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) touchscreen was completely frozen and non-responsive. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) verified the reported complaint. The fsr replaced the ccm. Verification/release testing was performed successfully. The unit operated to the manufacturer's specifications.